Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that the sutures were breakable while knotting, on every knot after the second knot, during an open heart surgery (pericardium). I have conducted a small comparison in our office with our tools between the addressed suture and other competitor's, with same specification; "size 0 round needle size 30 mm ", bbraun silk was breakable on each knot performed and the filaments (the multi strands) were visible to the naked eye, while the competitor's suture didn't broke. Surgery was prolonged for more than 15 min. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 3,600 units of this code-batch. There are no units in our stock. We have received 4 unopened pouches to analyze this case. We have tested the knot pull tensile strength of closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.23 kgf in average and 3.07 kgf in minimum (european pharmacopoeia requirements: 2.24 kgf in average and 1.33 kgf in minimum). Furthermore, knot pull tensile strength results before releasing the product were 3.30 kgf in average and 3.14 kgf in minimum and fulfilled ep requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the other products manufactured with the same thread raw material batch used in this product. Remarks: when working with silkam® great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.